Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported after an elective direct vision urethrotomy (dvu) on (B)(6) 2016. Patient subsequently went home the same day with a catheter to have a trial without catheter (twoc) in 7 days. During this period the patient complained of some mild penile (glans) pain and some urethral pain. Symptoms persisted following the removal of catheter. However 2 days following the removal of catheter, patient noted the presence of an object protruding through his urethra while urinating. The patient physically removed a 17 cm long object from his urethra(which looks suspiciously as a segment of the guide wire). The patient noted that the symptoms improved significantly following the removal of this object. On the following morning he described noticing a small 'rubbery' object on his bed, which he presumes was passed from the penis over night. Patient was seen in accident and emergency (a&e) with regards to this issue. He was clinically well, but was concerned regarding the findings.

Manufacturer narrative:
Investigation - evaluation: a review of the review of the instructions for use (IFU), manufacturing instructions, specifications and quality control of the device was conducted during the investigation. Manufacturing procedures are in place for the straight fixed core wire guide with quality control procedures also in place to confirm specifications were met. Since a lot number was not provided, the specific device history record could not be reviewed for any non-conformances for this lot. The wire guide was not returned, therefore a device failure analysis could not be performed. Identification of the "small rubbery object" could not be confirmed. The wire guide contains no rubber components. Based on the information provided, no product returned and the results of our investigation a definitive root cause to the reported event could not be determined. Factors that may have contributed to the reported event may be related to the wire guide meeting with resistance beyond its intended design during a procedural-related event, or issues related to patient anatomy; however this cannot be determined conclusively. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.